Event description:
Additional information as mentioned ¿total 23 qty,¿ could you please clarify whether this refers to 23 samples available for testing or 23 faulty devices that were identified? Response received on 23-mar-2026: the 23 total are the same lots that we were having issues with.

Manufacturer narrative:
Investigation results: the complaints of a damaged dual port luer adapter and that the needle could not be removed were confirmed and the damage appeared to be manufacturing related. Three photographs and twenty five 20g nexiva devices were provided for investigation. Deformation was observed on the pink dual port luer adapter that was displayed in the photographs. None of the returned physical samples exhibited damage to the luer adapter. One of the returned physical samples exhibited damage to the tip shield, which inhibited release of the needle from the catheter adapter. Two separate devices with different failure modes were confirmed from the sample analysis. A review of the inspection records and quality and manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that leakage occurred. "On a couple of occasions there are links (leaks) " additional information (B)(6) 2026: the issue happened during patient use, there were no patient at risk of injury (B)(6) 2026. Leakage from the y adapter.